Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was duplicated and attributed to an open etch on a transformer and resistor on the main board. The main board was replaced to remedy the reported malfunction. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.